Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received multiple inappropriate shocks. When the device was interrogated, a message for output circuit damage was seen. Lead damage suspected. The device was explanted and lead was capped.